Event description:
This is the first of two reports (same pt, same procedure, same product, different lot number). It was reported that when using the cusa excel 23khz handpiece with the laparoscopic tip and cem nosecone, the diathermy was automatically activated without the surgeon pushing the button. The same incident happened with the second nosecone. The customer had to exchange the cem nose cone 3 times. The third nose cone worked as expected. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.